Event description:
Customer reported that a team member was injured when the hot pack broke open. Some of the product splashed into the eyes. No clinical data or further information was provided after multiple attempts to reach the customer. The event date is unknown.

Manufacturer narrative:
The sample was not returned for investigation; therefore, an evaluation of the complaint device for deficiency of construction could not be performed and the root cause remains unknown. Device history record review was completed on the reported lot number v2k274. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. No further action will be taken at this time. Cardinal health will continue to monitor complaint trends for this reported issue.